Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
Product was returned. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Noted deformed conductors, likely due to explant damage. Laboratory testing was unable to reproduce the reported product performance issues and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to product performance issues.